Event description:
Pt hospitalized dka. After troubleshooting it was found that there was a possible leak in the infusion set. No product has been returned. MFR still making efforts to get product back for eval. Pt's blood sugars have stabilized.